Event description:
Pt alleged that their device is not working correctly because they have high blood glucose. Pt also reported that they felt insulin on the outside of the infusion set tubing. Pt changed their infusion set tubing, infusion site, insulin cartridge, and insulin, but their glucose was still high. Pt then switched to their back-up device and all was ok. Pt self-treated high blood glucose by bolusing insulin.